Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure with a coronary angiography, an atrioventricular block occurred.  A temporary pacemaker was implanted and the patient recovered. The outcome of this case is unknown. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.